Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and driveline power fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of controller fault alarms were confirmed via a review of the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review (B)(4). A review of the submitted log file showed events spanning approximately 5 days (B)(6) 2021 per timestamp). Pwr_b_broken faults were intermittently active from (B)(6) 2021 at 21:13:58 ¿ (B)(6) 2021 at 05:29:41 and repeatedly active on (B)(6) 2021 from 06:01:31 ¿ 07:27:12 and were coincident with driveline power fault alarms to be active from (B)(6) 2021 from 06:01:32 ¿ 08:05:09. The driveline power fault alarms did not clear in the log file. Pump operation was not affected. There were no other notable alarms active in the log file. Additional information stated that no product will be returning, and no further alarms occurred following the controller exchange. The root cause of the reported event was unable to conclusively be determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's controller and modular cable were exchanged. There were no further alarms after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report: 2916596-2021-04103. It was reported that the patient was experiencing a controller fault alarm. Review of the patient's log files showed that on (B)(6) 2021 driveline power faults were occurring.